Manufacturer narrative:
The component code was updated.

Manufacturer narrative:
The initial report stated: "the initial reporter complained of discrepant results for 2 patient samples tested for glucose on a cobas 6000 c (501) module." This should say: "the initial reporter complained of discrepant results for 2 patient samples tested for gluc3 glucose hk (gluc3)on a cobas 6000 c (501) module." For patient 1, the initial result was accompanied by an invalidating data flag. The gluc3 reagent lot number was 671820.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for glucose on a cobas 6000 c (501) module. Patient 1 initial result was 0.0 mmol/l. The repeat result was 5.9 mmol/l. On (B)(6) 2023 patient 2 initial result was 0.0 mmol/l. The repeat result was 4.9 mmol/l. This sample was repeated on a c111 instrument with a result of 5.0 mmol/l. A result of 4.8 mmol/l was reported outside of the laboratory. No questionable results were reported outside of the laboratory. The glucose reagent lot number and expiration date were not provided.

Manufacturer narrative:
Reagent issues were excluded as the correct result was obtained during repeat testing with the same reagent. The field service engineer (fse) replaced the sample probe and confirmed the module was operating within specification. Based on the information provided, the investigation determined the event was consistent with a pre-analytical handling issue.